Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device internally and externally to determine root cause, the observed physical impact damages consistant with mishandling. The damaged parts were replaced to resolve the report. The device was returned to the customer and labeled as not certified for clincial use. Analysis of reports of this type has not identified an increase in trend